Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear in the balloon material from the middle of the proximal markerband for a distance of 4 mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. After rotablation was performed, a 10/2.50 flextome¿ cutting balloon¿ was advanced; however the device failed to cross the lesion. The guiding catheter was engaged coaxially, but the device was still unable to cross the lesion. The device was removed from the patient's body and the procedure was completed with a 10/2.00 flextome mr coronary cutting balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon tear.